Event description:
The event occurred during treatment. It was reported that the backup battery of the rotaflow console was not holding charge and the device was exchanged during treatment. No harm to any person has been reported. Since the device was exchanged during treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.